Event description:
It was reported that a large volume intermate had a fiber in the balloon. This malfunction was identified after the device was filled with ciprofloxacin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured from june 5, 2014 to june 6, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.